Event description:
Patient was revised due to loosening.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint non-verifiable, provided information states the products are not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for all reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should additional information be received. The complaint will be reopend. Depuy considers the investigation closed.